Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited nonphysiologic noise and oversensing resulting in an inappropriate shock to this patient. This patient then experienced ventricular fibrillation (vf) which the s-ICD appropriately shocked however the first shock did not convert the arrythmia. The second shock successfully converted. Technical services (ts) recommended pocket manipulation and imaging. Ultimately, this electrode and s-ICD were explanted and replaced with a new electrode and s-ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited nonphysiologic noise and oversensing resulting in an inappropriate shock to this patient. This patient then experienced ventricular fibrillation (vf) which the s-ICD appropriately shocked however the first shock did not convert the arrythmia. The second shock successfully converted. Technical services (ts) recommended pocket manipulation and imaging. Ultimately, this electrode and s-ICD were explanted and replaced with a new electrode and s-ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to d4 model number from 3400 to 3010.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited non physiologic noise and oversensing resulting in an inappropriate shock to this patient. This patient then experienced ventricular fibrillation (vf) which the s-ICD appropriately shocked however the first shock did not convert the arrythmia. The second shock successfully converted. Technical services (ts) recommended pocket manipulation and imaging. Ultimately, this electrode and s-ICD were explanted and replaced with a new electrode and s-ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 77mm from the terminal pin. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. Correction to d4 model number from 3400 to 3010.